Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department with a note that stated, "e301." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to cold solder joint between the internal printed circuit board and the main terminal of the piezo. The cold solder joint resulted in an open circuit which disabled the operation of the piezo. The cause of the cold solder joint was due to the workmanship by the supplier. This report represents all the info known by the reporter upon query by hospira personnel.